Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the patient underwent prophylactic battery replacement on (B)(6) 2012. The lead impedance was noted as "ok" after replacement and the value was listed as 1948ohms. Attempts for the return of the explanted product are underway but the device has not been returned for product analysis to date.

Event description:
It was reported through clinic notes received on (B)(4) 2012 and dated (B)(6) 2012 that the patient was seen in the office as he had started experiencing a "surge" with his device. The patient had not experienced any breakthrough seizures however he had been experiencing discomfort in his neck as well as increased dysphonia. The patient also reported that he felt as if he was swiping his magnet although he had not been. The generator was checked and was said to be working well with a reported dc/dc of 3 on magnet mode diagnostics. Per the physician, the case was reviewed with a manufacturer's representative at the time of the report. The physician felt that, due to the patient's clinical symptoms and length of implant, the battery may be failing. The patient has since been referred for a generator replacement. No additional information is known at this time.

Event description:
Follow up with the patient's treating neurologist was performed and it was indicated that the patient's issues had resolved since the revision. The generator was tested prior to the revision and all diagnostics were within normal limits. No specifics were available. The physician was unsure of what the cause of the issues was but decided to go ahead and replace the generator prophylactically to appease the patient. There was no suspected serious injury. The physician could not determine if the events correlated to stimulation as they were not present at the follow up appointment, it was just what the patient was describing. There had been no manipulation, trauma or other changes which preceded these events. No other information was provided.

Event description:
Additional information was received indicating that the hospital will not return explanted products without signed patient consent.